Event description:
It was reported to philips that the system was unable to release x-rays. The device was in clinical use at the time of reported event. There was no harm reported. Philips has started an investigation of the complaint.